Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6010592 in question was manufactured at the reynosa site. The reference samples for the lot 6010592 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 19/jun/2025. All test results were found within specifications as per the test report complaint (B)(4). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6010592 was manufactured according to the wi version 99 manufactured in the machine multivac 14, on 10/dec/2024, with a total of (B)(4) units. Glue-connector lot: the lot 4m01032 was manufactured according to the wi version 37 manufactured in the machine mp03, on 06/dec/2024, with a total of (B)(4) units. The lot 4m01469 was manufactured according to the wi version 37 manufactured in the machine mp03, on 07/dec/2024, with a total of (B)(4) units. The lot 4m01470 was manufactured according to the wi version 37 manufactured in the machine mp03, on 10/dec/2024, with a total of (B)(4) units. The lot 4m01471 was manufactured according to the wi version 37 manufactured in the machine mp03, on 10/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 26/jun/2025 against malfunction code occlusion at infusion site (e.g. Occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6010592 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to occlusion, harm no reportable, no defect on tests, no non-conformance (nc) raised during production. No other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.